Manufacturer narrative:
Patient information was unavailable. A medtronic representative went to the site to test and service the equipment. Testing found that the doors would not close. The dingus was adjusted back into location on the door gear frame, thus resolving the issue. The system then passed the system checkout and was found to be operational. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system would not close all the way. The system had no problem opening. There were no awkward noises being heard, and there were no errors observed. It was noted that the patient was present when this issue was observed. It was noted that navigation was not aborted, and medtronic imaging was not aborted. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.